Event description:
It was reported by service report that the scale was not operating. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
(B)(4). The device was evaluated by sigma with the spectrum pump that was attached to the device at the time of the event (s/n (B)(4)) and found the pump to have an intermittent battery connection due to a failed wireless module. This may cause an improper shutdown while operating on battery power only.